Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had been in and out of the hospital since (B)(6) due to diabetic ketoacidosis and an infection. No dates were given, but the most recent event was on (B)(6) 2011 for diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. The previous hospitalizations were due to bladder, yeast, and viral infections. The mother was unable to troubleshoot the insulin pump. The customer had already received a replacement insulin pump, but the mother did not have the settings with her. Advised the mother to call back if further assistance was needed.